Manufacturer narrative:
(B)(4). UDI#: (B)(4). Concomitant medical products: 900321 maxfire marxmen curved curved 159240. 900320 maxfire marxmen straight 667710. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02849, 0001825034-2020-02850.

Event description:
It was reported that an all-suture implant pulled out while implanting during surgery. Attempts have been made and no further information has been provided.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified one set of anchors was returned as seen in the photos marked anchors. One small piece of a suture was broken as seen in the photo marked broken suture. Item and lot numbers are not confirmed as they are not etched on the parts. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.